Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). It was reported that the screwdriver didn't function and therefore additional drilling was required to remove the plate and in the process the screw head was removed and the tip remained in the patient. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgery to remove lc-dcp 2.4 (locking compression - dynamic compression plate) was performed on (B)(6) 2016. Although the surgeon needed a phillips screwdriver to extract the plate, the driver was not prepared for the surgery and he realized that intraoperatively. The plate was supposed to be removed with a hospital¿s driver but turned out the size was different. The hospital had a una-1 instrument set, so he tried to use a driver from the instrument set. But the driver differed in size too and a screw was left inside of the body. He broke the screw head with a carbide drill and extracted the plate. A part of the screw is still inside of the body. Per information from our affiliates, the reason for the broken implants is because there was no driver prepared. A complaint against a lack of confirmation before shipping devices. There is no information available about patient and surgical outcome. There was a surgical prolongation of 120 minutes reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).